Manufacturer narrative:
The actual device will not be returned. When the investigation is complete, a supplemental report will be filed.

Event description:
It was reported "the pad not lubricated enough. Caused a burn to client, but no medical attention was needed." We were then notified antibiotic ointment was used.